Manufacturer narrative:
The reported events of premature depletion, backup mode, and therapy issue were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented to the emergency room with a complaint of pulsing near left pectoral muscle at the implant site of the pulse generator. Interrogation revealed that the device was in back up operation and could not be restore due to battery depletion. The patient was scheduled for explant, and the generator was replaced. The patient was in stable condition.